Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The fse could solve the reported issue by replacing the filters of the breathing system and the expiratory cassete. The received logs include alarms such airway pressure high, peep low, expiratory minute volume low and respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check at the time of the event. The conclusion is that the reported issue was caused by moisture in the filters of the breathing system and the expiratory cassete.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated followings alarms: airway pressure high. Peep low. Expiratory minute volume low. Respiratory rate high. There was no patient harm. Manufacturer's ref #: (B)(4).